Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that a chest x-ray revealed clavicular crush damage. The lead was explanted and replaced.

Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2010. Less than one minute into the procedure, the blades seized and stopped rotating. Another like device was used and there were no adverse pt consequences.

Manufacturer narrative:
Final analysis found that only 34 cm of the distal end of the lead was returned. At 34 cm from the lead tip, the outer and inner coils were fractured and the outer and inner insulations were abraded, squeezed and fractured, all due to subclavian crush.